Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box showed one pump reboot associated with a cartridge change, following a replace cartridge alarm. The pump intermittently powered on with returned battery cap. The battery cap threads were observed to be damaged. The battery compartment was cracked in the thread area. A test battery cap was used for all testing. During testing, the pump was exercised with for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.